Event description:
Very ill pt was receiving cvvhd treatment post op after a hiatal hernia repair operation. An hf-400 hemofilter was in use when a leak was noted at the blood tubing line connections to the hemofilter. Pt went into cardiac arrest and the treatment was terminated. Blood from blood lines was not returned to pt.